Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet and had inadvertently entered a cartridge and tubing change sequence, then detached the infusion set and refilled the tubing until insulin drops were observed before resuming insulin delivery; the user had self-administered 15 units of subcutaneous insulin approximately 1.5 hours prior and paused insulin for two hours per guidance, after which glucose trended down from a peak of 451 mg/dl over approximately 3.5 hours while using a cd infusion set. Symptoms included agitation. Outcomes included stabilization of blood glucose without hospitalization or professional medical intervention. Investigation included customer care troubleshooting and education with confirmation of insulin flow at the tubing anchor and resumption of insulin delivery. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction, with cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.